Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for analysis. The device was received in two sections as a result of a break in the hypotube. A visual examination of the returned device identified that the balloon had not been inflated. The balloon and blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. The device was received in two sections as a result of a break in the hypotube. A visual and tactile examination identified that the hypotube sections was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the device. Multiple kinking was identified in the distal extrusion. This type of damage is consistent with excessive force having been applied to the shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12jul2019. It was reported that the device did not cross the lesion. The target lesion was located in a fibro calcified left circumflex artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, after a non- bsc guidewire was used to cross the lesion, the balloon was then advanced. However, the balloon did not cross the lesion. Therefore an unspecified scoring balloon was used and an unspecified stent was then placed. No complications reported and the patient was stable. However, device analysis revealed hypotube break as it was received in two sections.